Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.